Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow up medwatch is being submitted to report that 1825034-2014-05094 it is a duplicate of (B)(4), medwatch 1825034-2014-04624.